Manufacturer narrative:
(B)(4). Device evaluation: this device was returned to baxter and a visual inspection and functional tests were performed. Device evaluation confirmed the reported condition. The root cause was determined to be fluid ingress residue and damage to the phm keypad flex cable. The keypad was replaced to fix the device malfunction. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). A service history review revealed that this device was previously serviced prior to this event.

Event description:
It was reported to baxter (B)(4) that a colleague infusion pump had a channel a open key that was inoperative. It is unknown when or in which care area this event occurred. This event may have interrupted delivery. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is colleague p1.5 (version 5.48.92).